Manufacturer narrative:
The full lead was returned and analyzed. There was foreign material on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted a piece of foreign material was obstructing the distal conductor lumen blocking the test guidewire from being backloaded.

Event description:
It was reported that during an implant procedure, the guidewire was unable to pass through the valve at the end of the left ventricular lead; the valve had stuck. When the lead was taken out of the patient, the guidewire moved freely. It was also noted that the lead had been positioned twice. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.